Event description:
Meter name: one touch profile. Strip name: one touch. Meter code, strip code: both 8. Strip storage: correctly. Cleaning method incorrect. Symptoms: thirst and frequent urination. A pt reported their meter was reading lower than the lab. The rep discovered the meter was set to mmol/l rather to mg/dl. The result on the lab was 200 mg/dl. The meter was 104. It is not known if the 104 is the converted mmol result or is 10.4mmol. The time difference between pt's meter and lab was 21 to 30 minutes. Treatment: unknown if treated. No further info has been reported.